Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had engine grinding noise while rewinding and priming. Customer also stated that random no delivery alarm, diminished back light and reservoir plastic came off. The device will not be returned for analysis.